Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of the device found product likely failed due to misuse, by product being put through excessive force or bending overload.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2015. During the procedure, the insertion rod fractured. As a result, a fractured piece was removed from the patient and another inserter was used to complete the procedure.